Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger x-rays. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer had to press footswitch multiple times to continue the procedure. The philips remote service engineer (rse) examined the system remotely and confirmed that the wired footswitch was not working intermittently. The rse suggested for replacement of the wired footswitch. The defective wired footswitch was returned for analysis, and it confirmed missing anti-slip and loose bracket. To resolve the reported issue, the customer order and replaced the wired footswitch on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.